Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5, h6; upon further investigation, the investigation findings and the event description updated. The actual device was returned for evaluation. During repair, an evaluation was performed, and the reported condition that the device did not work was not confirmed. Therefore, assignable root cause was not determined. However, it was determined that the handpiece device was making excessive noise. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
Updated event description: it was reported from russia that during service and evaluation, it was determined that the compact air drive device had insufficient/low power, a worn seal, the device was worn, was making excessive noise, had a worn bearing, the etching was illegible, and the device was leaking air. It was further determined that the device failed pretest for general condition, markings, check for noticeable noise, check power with power test bench, check starting behavior, check for air leak. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from russia that during service and evaluation, it was determined that the compact air drive device had insufficient/low power, a worn seal, the device was worn, was making excessive noise, had a worn bearing, and the etching was illegible. It was further determined that the device failed pretest for general condition, markings, check for noticeable noise, check power with power test bench, check starting behavior, check for air leak. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed, and the reported condition that the device did not work was not confirmed. Therefore, assignable root cause was not determined. However, it was determined that the handpiece device was making excessive noise. The assignable root cause of this condition was determined to be traced to component failure due to wear.